Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. To secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (B)(4). Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient when to the emergency room and was diagnosed with a pneumoperitoneum.

Manufacturer narrative:
Reference record #(B)(4). H6 code of 4581 was chosen to capture the event of suspected gastric leakage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 09 nov 2022. On (B)(6) 2022, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient developed severe gastric pain. On (B)(6) 2022, she visited the emergency department. She was diagnosed with a pneumoperitoneum (previously reported), sepsis, suspected gastric leak and pleural effusions. It was thought that the sepsis occurred due to a gastric leak at the surgical site, and the pleural effusions occurred secondary to the sepsis. On (B)(6) 2022, the patient was more stable and was transferred to a different hospital close to home. On (B)(6) 2022, the patient was still recovering from her hospitalization, but was awaiting transfer to a long-term care facility and initiation of duodopa therapy.